Event description:
It was reported that the patient received an inappropriate shock from their device and right ventricular lead during sex. It was indicated that both the patient and their partner felt the shock, heard a deafening sound and both still report having hearing loss since the shock. The partner also reports that their chest continues to hurt. It was further reported that there was high pacing impedance on the rv (right ventricular) lead. The lead was capped and replaced, and the device was also replaced at the same time. No further patient complications have been reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. Additionally, the right ventricular (rv) lead was suspected of fracture. Undefined impedance and oversensing were noted on interrogation.

Event description:
It was reported that the patient received an inappropriate shock from their device and right ventricular lead during sex. It was indicated that both the patient and their partner felt the shock, heard a deafening sound and both still report having hearing loss since the shock. The partner also reports that their chest continues to hurt. The device and lead remain in use. No further patient complications have been reported due to this event.